Manufacturer narrative:
During the eval of the device at the MFR¿s service center, the customer complaint was confirmed. The device¿s interface board was replaced to address the issue.

Event description:
The MFR received info alleging the ventilator¿s remote alarm connector was broken. The device was not in pt use.